Manufacturer narrative:
Additional contact details: (B)(6), occupation: biomedical engineer. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit replacing broken fiber optic connector during pm. A getinge field service engineer (fse) replaced broken fiber optic connection and performed pm same service visit unit passed all functional checks and returned to service. Please see attached pm so for measurement details. The defective components were received for further investigation. The fat performed a visual inspection and found the part to be broken where the fiber optic cable plugs in. Verified the reported issue but no root cause for damage determined. The final investigation has been completed by failure analysis and testing department. Retaining the fiber optic connector in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) replaced broken fiber optic connector. There was no patient involvement.